Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the rear response button trace was damaged. The root cause of the damaged trace was physical abuse. There was no adverse event that resulted from the damaged monitor.